Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened and one representative devices were available for evaluation. Visual inspection of the opened suture sample noted one suture and one needle. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. Functional testing on the opened complaint device was precluded as the needle was returned detached. It was reported that the needle detached from the suture. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a nasal septum procedure, prior to patient incision, the needle detached from the suture while removing it from the retainer and preparing the suture for use. This issue occurred on two devices. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10: concomitant products: sc-543, sc-543 caprosyn* 3-0 und 75 cm sc1 x36 (lot d3j3125y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.